Event description:
It was reported that there was a patient who had to have the ¿pump revised a couple times, and removed and 3 months later had implant¿. The healthcare provider (hcp) told the reporter a patient had issues with the catheter. The pump system was being used to infuse an unknown medication. No patient symptoms, pump medications, or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).